Event description:
It was reported that the patient underwent an micro endoscopic discectomy (med) at l4-l5. During the operation, a water droplet-like stain was shown on the monitor. Thus, detachment and washing scope head were performed several times and the stain seemed to be disappeared. Thereafter, a black dust (fragment?) Was shown on the monitor and it was moved by a vibration of a diamond bur. As it was moved to the center of the scope vision, securing a visual field became very difficult. So as to secure a vision, the dust was moved by a vibration of manual tapping on the scope cylinder and the operation was completed. The surgical time was extended 16-30 minutes due to the incident.

Manufacturer narrative:
(B)(4): analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.